Manufacturer narrative:
The reported events of failure to sense and low-pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the atrial lead exhibited failure to sense and low pacing impedance. The atrial lead was not used. There were no adverse patient consequences.